Manufacturer narrative:
The device was discarded and not available for evaluation and no pictures were provided. A review of the manufacturing and inspection records was not possible because the lot number was not provided. Without sufficient information, or an evaluation of the device involved, we are unable to determine the root cause or factors that may have contributed to this event. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Currently waiting for additional information and the return of the device for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient complained of burning during infusions prior to dacron cuff being exposed. Post exposure of dacron cuff, tear noted on assessment. Patient required removal and insertion of new device due to this malfunction.